Event description:
The vent [ventilator] suddenly gave the pt 71 breaths/min [minute] and became stuck at that rate. The pt was taken off the vent and bagged with an ambu [bag] and o2 [oxygen] by the rn [registered nurse], while the respiratory tech [technician] checked the settings and circuit. She changed the modes and shut the vent on and off to attempt to correct the problem. The error occurred in all the modes of the vent. The supervisor was called and rechecked the vent. Everyone was unable to correct the problem. The vent was changed and the same settings were use. Cmv [continious mandatory ventilation] 16, 40%, vt [tidal volume] 500, and peep [positive end expiratory pressure] 5. The pt maintained stats [saturations] of 99-1005. The vent was taken out of service and brought to biomed.